Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge would not slide all the way onto the pump. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customers blood glucose (bg) level was 239 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Reportedly, there were multiple o-rings from a previous cartridge on the pneumatic tap. The user removed the o-ring and successfully loaded a cartridge.